Manufacturer narrative:
(B)(4).

Event description:
It was reported that the user found it difficult to inflate the cuff with air during pretest; therefore, a new kit was opened. There was no patient involvement.

Manufacturer narrative:
Qn#(B)(4). The sample was returned to the manufacturing site for evaluation. Visual examination of the returned device showed signs of contamination, no discoloration or irregularities in the design were found, and the marks were also clearly legible. The inspection of the connector did not show any irregularities. Residues of contamination were found in the blue control balloon and valve. An inflation and deflation test as well as a leakage test in a water quench was performed with the returned device. Inflation and deflation could be carried out only with difficulty. The device did not show any leakages in the water quench. For further investigation the blue control balloon was separated from the device and with a syringe the inflation line was filled with toludin solution (blue). Inflation and deflation was easily possible. The blue control balloon was sliced. Unidentifiable residues of contamination were found at the valve. The review of the device history record (DHR) of lot 18061 did not show any kind of irregularities or deviations. There are also no deviations in the incoming goods inspection of the concerned blue control balloons found. The investigation showed contamination residues inside the blue control balloon and on the valve. The difficulties to inflate and deflate are caused by this contamination. During the manufacturing process, the products are subjected to 100% pressure and leak testing and checked for tightness of the balloon system. The performance of the control balloon is part of this in-process control. Products found to be abnormal are being properly segregated and scrapped. It is most likely that the contamination was from the user end, although this could not be confirmed.

Event description:
It was reported that the user found it difficult to inflate the cuff with air during pretest; therefore, a new kit was opened. There was no patient involvement.